Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a stroke on (B)(6) 2024. The stroke was diagnosed as ischemic from an embolic source. The patient had symptoms of right hemiparesis and motor aphasia. It was noted that the patient had experienced changes to inr on therapeutic ranges; on (B)(6) 2024 inr was 2,47 and on (B)(6) 2024 inr was 2,17. A computed tomography (CT), brain angiography, mechanical thrombectomy with full aspiration was performed. The patient fully recovered following treatment.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.